Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that the patient faced kinked cannula. The patient's blood glucose level went upto 400 mg/dl. Moreover, the issue occurred with similar types of infusion sets and two events dated 08-apr-2024 and third was within this week. The site was patient's abdomen. The patient replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.